Event description:
The customer reports that while using this product we have found a hair/ fiber like particle stuck to the plunger. Upon follow up on 3-dec-2018 the reporter stated that no patient was involved. The contaminate was discovered during our checking process prior to storage and dispensing.

Manufacturer narrative:
Submit date: 3-jun-2019. The device history record was reviewed and indicated that the product was release accomplishing all quality standards. A sample without original package or lot number was received for evaluation. After performing visual inspection, the condition reported was not confirmed since the sample received presents a process (red liquid inside syringe) after the manufacturing process therefore the root cause of the reported condition could not be determined. No corrective actions are deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria will be keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
Mansfield product monitoring has attempted to gather clarification of the reported description of the event. To date, no clarification has been received. If additional pertinent information becomes available, the report will be updated. The investigation is pending and will be forwarded when it is available.

Event description:
The customer states while using the product they found a hair/ fiber like particle stuck to the plunger.